Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, active current measurement test, and self test. Unable to download history files using thump software. Unable to download the power management report. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: scratched case, cracked case (battery tube), battery tube threads - cracked, cracked case on battery side, stained keypad overlay and missing display window/cover. In conclusion, unable to confirm failed batt due to unable to download history files using thump. Unable to download the power management report. Unit powered up properly after battery installation and unit was tested successfully. Unable to confirm damage-battery cap due to unit not received with original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had experienced issues with a battery cap, which kept popping off, and repeated battery failed alarms occurred whenever a new battery was inserted. The customer stated that the battery cap had come off. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed for battery alert, and the customer was advised that the insulin pump would be replaced. The customer was instructed to discontinue use, revert to a backup plan per health care professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device will be returned.